Manufacturer narrative:
(B)(4). Batch # r93u1u. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: just for clarification, when the clip applier "would not clip tissue close to prevent bleeding" was the device not able to be fired (meaning no clip was delivered)? If clips were able to be fired, what was the clip formation (unformed, malformed, scissored, etc.)? If clips were delivered, were they not able to stay on the tissue (meaning the clip would not hold on the tissue)? Were there any patient consequences? If yes, please describe. Response: yes, another like device was used to complete the procedure. There were no reported adverse consequences for the patient.

Event description:
It was reported that during an unknown procedure, the el5ml clip applier would not clip tissue close to prevent bleeding. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient.